Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice was received and evaluated by the baxter product analysis laboratory (pal). The device passed the homechoice rite electrical test and failed the homechoice rite functional test due to failing the door handle test. Once made operational, the device passed duplication therapies performed, accuracy confirmation, and temperature verification. A review of the device history record, service history, and event history log revealed no system errors, anomalies, hardware device failures or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported difficulty. No failure or malfunction was identified that could have caused or contributed to the home patient passing away. Should additional information become available, a follow-up will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted.